Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and the delivery accuracy test. All operating currents are within specification. Off no power alarm functions properly. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked battery tube threads, peeling address/serial number label, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error alarm. The customer's blood glucose level was 500 mg/dl. The customer also reported that the customer was hospitalized due to high blood glucose level and it was a past event. The drive support cap was intact. The customer was very weak and could not walk. The customer was treated with intravenous fluid and insulin for high blood glucose level. Insulin pump will be returned for analysis.